Event description:
Hill-rom received a report from the account stating the bed will move randomly (self-run). The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support found the unintentional movement due to the right foot pedal. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support confirmed with the account they have replaced the right foot pedal to resolve the issue. Based on this info, no further action is required.